Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with high sleep current due to corroded electronic assemblies. The pump was unable to communicate with the blood glucose meter or glucose sensor simulator due to corroded electronic assemblies. The pump was received with minor scratches on case, cracked case (battery tube), cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported continues rf-communications. The customer's blood glucose was 7.2 mmol/l. Customer also reported crack around reservoir compartment. The insulin pump will be returned for analysis.